Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 09 oct 2021 from the home therapy nurse (htn) of a (B)(6) year old female with a medical history including diabetes, gastroparesis, hypertension and end stage renal disease, who stated the patient experienced an allergic reaction (nos) during a home hemodialysis treatment on (B)(6) 2021. Additional information was received on 12 oct 2021 from the htn who stated the patient became symptomatic approximately ninety minutes into treatment. Symptoms included decreased blood pressure (76/40 mmhg), dizziness, loss of consciousness and vomiting. A saline bolus was administered, rinseback was performed and emergency medical services were called. The patient declined transfer to hospital and recovered without further intervention.